Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. This device was programmed with settings comparable to the device being explanted. It was noted the patient had an underlying intrinsic rate around 35-50 bpm. The old device was disconnected from the right ventricular (rv) lead, and the EKG showed a pause in the patient's rate. The new device was handed to the physician and connected to the rv lead, where pacing was immediately provided. The pause was about 12 seconds. The new device was functioning normally, but the anesthesiologist tried several times to measure the oxygen saturation and blood pressure, but they were impossible to measure. The physician started cardiopulmonary resuscitation (CPR) and the ECMO (extracorporeal membrane oxygenation) machine was used. It was observed that patient had bleeding in the tube, but the cause was not identified. Additional information was provided that the patient passed away two days later. The physician determined the patient had apnea due to sedation. There were no allegations against the function of the pacemaker and lead system.